Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown xience alpine rx stent was implanted on (B)(6) 2015. On (B)(6) 2015 the patient presented with angina and was re-admitted less than 30 days from the implant date. The site does not have any further information on this incident. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record could not be conducted because the part and lot numbers were not provided. The reported patient effect of angina, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).